Manufacturer narrative:
On may 2, 2021, mentor became aware that the impacted product is non mentor. Therefore, no further reports will be submitted to the FDA. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with an unspecified gel implant experienced capsular contracture baker grade unknown on an unspecified side post procedure. As a result, patient underwent bilateral removal and replacement with two 275cc mentor memorygel breast implants on (B)(6) 2012.